Manufacturer narrative:
Concomitant medical products: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: extension. Product ID: 3387s-40, lot# v798534, implanted: (B)(6) 2011, product type: lead. Product ID: 3387s-40, lot# v779188, implanted: (B)(6) 2011, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
Information was received from the health care professional (hcp) that reported the patient was doing well but then he had a fall several months prior to report, striking the area where the extension had been "mated" to the deep brain stimulator (dbs) lead. On programming, the patient had high impedances in the 2 distal cathodes. Despite efforts to use a different montage, the patient did not obtain relief of his tremor and had difficulty walking. It was felt that the lead should be explored. There was a malfunction of the dbs with a lead/extension disruption. The patient was taken to the operating room where he was prepped and draped in the usual sterile fashion. The previous chest incision was then incised. The distal portion of the lead was then disconnected from the implantable neurostimulator (ins). Dissection was then carried out over the lead/extension. This was isolated, the right- sided lead was identified by the fact that it had an opaque boot. It was brought the surface and the lead was disconnected from the extension. A new extension was then passed subcutaneously after the old one had been removed. This was connected to the distal portion of the dbs lead and the distal portion of the extension was then placed within the ins. It was interrogated and there were no further open or closed circuits. The wounds were then closed and blood loss was minimal. The patient was implanted for parkinson's dual.